Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink system continu-flo solution set. It was further reported that there was a backflow of the secondary solution using an colleague baxter infusion pump. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation with a secondary (non-baxter) set attached to the first y-site of the device. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing including pressure and clear passage tests were performed with no issues noted. Additional backflow testing was performed using a bag of water connected to the y-site and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.